Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s high blood glucose was 400 mg/dl due to taking prednisone. The customer treated with the insulin pump. The customer was unable to continue troubleshooting for high blood glucose. The insulin pump will be returned for analysis.